Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned because it was exhibited high pacing thresholds. No additional adverse patient effects were reported.